Event description:
It was reported that during a ptca/stent procedure to treat a lesion in the lad, following pre-dilatation, the stent was implanted with a good final result. After 2-4 days, there was an occurrence of a subacute thrombosis ("sat") and ami, and the pt required further intervention.